Event description:
Medtronic in (B) (4) reported that the (B) (4) and (B) (6) hospital, reported to the (B) (4) on jan 07, 2010, a fatal incident during a gastric bypass and lap cholecystectomy. The surgeon was retracting a section of the bowel and a perforation occurred. The perforation was repaired ,was tested for leakage, and the pt was transferred to the recovery ward. The pt was returned to the operating theatre once internal bleeding was detected, and the pt subsequently died. The only pt's info the user facility would release was that it was a female pt in her (B) (6) and that she was morbidly obese.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. This product was being used for treatment. The device was not returned to the mfg facility, but a medtronic rep examined the device at the user facility. The medtronic development mgr for the (B) (4) had visually examined the item at the user facility and determined that although it had obviously been well-used over time, it appeared to be in working order but with a loose mechanism and worn insulation on the instrument shaft. The jaws of the instrument did not appear sharp, and were not likely to cause damage to normal bowel when used correctly. The user facility is to return the instrument to the manufacture at a future date. A follow-up MDR will be filed if further info is made available.